Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.